Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: could you please provide more details on "the activation button was somewhat loose coming out of the package"? When the button was activated to open the instrument jaw it felt loose (release/thumb button). Was the firing trigger loose or damaged out of the package? No. Could you please provide more details to "after two successful firings the tech put in a third load and it wouldn't engage or disengage"? After the third firing, the instrument was stuck in the closed position. Was it difficult to install the reload into the jaw? It was difficult to load every load, but they all seated correctly. Did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? Yes. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? Firing and cutting was complete and removed from the patient successfully. If yes, did the jaws eventually open? No, because they could not reload after the firing was completed.

Event description:
It was reported that during an unknown procedure that the activation button was somewhat loose coming out of the package. After two successful firings, the tech put in a third load and it wouldn't engage or disengage. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.